Manufacturer narrative:
(B)(4). The lot 14b037 was manufactured on february 15, 2014 to february 17, 2014. As the sample was discarded by the customer; a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusor ¿burst in the packet and was discarded¿. The device was filled with benzylpenicillin and normal saline. There was no patient involvement. Additional information was requested and is not available.